Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips did not ligate the cystic duct. The clips did not close and they shot into the pt during the surgery.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the feedbar and the floor were bent. No conclusion could be reached as to what may have caused the damage to the instrument. The instrument was received at lock out. The instrument was fired through the lock out and despite the damage to the instrument, it fired the remaining clip as designed. If the jaws are closed over a hard object, or if torque is appled to the instrument, the instrument can become damaged and may not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.